Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir o-ring is coming apart. The customer¿s blood glucose level was unknown. Customer stated piece on the pump with the reservoir and the black part around the o ring and the reservoir can go in but they are not touching it either. The customer was assisted with troubleshooting. Customer states the pump black part on the o-ring is coming apart. Customer states reservoir is able to lock but they aren't playing with it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.